Event description:
The following case was presented at the 20th annual meeting of the (B)(6) of endovascular intervention held in wakayama: an amplatzer vascular plug ii (avpii, size unknown) was selected to embolize the left sub-clavian artery prior to a thoracic endovascular aortic repair. A 6f guiding catheter was advanced just proximal to the left sub-clavian artery then the avpii was inserted into the guiding catheter and deployed. Shortly after deployment, the proximal portion of the avpii migrated into the aorta. The avpii was repositioned and successfully deployed. Limited details were reported and the implant and event dates are unknown.

Manufacturer narrative:
The device's manufacturing records could not be reviewed since the lot number was not provided. However, each device is inspected by certified operators to ensure each lot is acceptable during manufacturing and prior to shipment. The results of this investigation are inconclusive because the product was not returned for analysis and the lot number was not provided. The cause of the reported event remains unknown.